Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that plastic residue was found on the needle plug of the syringe 1ml ls 25ga 5/8in chin graphics while preparing for the injection. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the nurse found that there were deformed and raised plastic residues on the needle plug of the syringe needle when he was preparing the subcutaneous injection for the patient."